Event description:
A report was received that the patient is experiencing pain at the lead incision site. The physician believes that it could be due to the lead brushing up against the nerve root, torn scar tissue or torn muscle. The patient received one pain injection which did not resolve the pain. The physician recommended that the patient either be revised or be explanted.